Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No - lens was not returned. Method: work order search, medical review results: a lens work order search was performed and one similar complaint was found within the work order. Medical review - anterior subcapsular cataract is a labeled complication in the implantation of an icl. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. In the us FDA clinical trials, approximately 6% to 7% of eyes developed anterior subcapsular opacities at 7 years following icl implantation, but only 1%-2% progressed to clinically significant cataract during the same period. Cataract extraction was performed in this case which resolved the problem. Conclusions: based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined. (B)(4).

Event description:
The patient reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in his right eye (od) on (B)(6) 2008. The lens was explanted on (B)(6) 2012 due to the patient had lost vision due to the development of a cataract. The cataract was noted on(B)(6) 2012. Cataract surgery was performed and an iol was implanted. The patient's va was 20/20 and the prognosis was excellent.